Event description:
Reporter states balloon leaked and lost water filling.

Manufacturer narrative:
Based on available information, medical determination is that a recurrence of this malfunction is likely to lead to or contribute to a serious injury/ serious illness to a patient. A malfunction that leads to an increase in the leakage of fecal material from the device exposes the patient to the risk of wound contamination which may result in wound infection. Although the risk of wound contamination by fecal matter is greatly reduced with the use of the fms device when compared with other methods, the possibility cannot be completely ruled out. The product insert under precautions and observations warns end users to provide for skin care and interventions as some 'leakage of stool around the device' is to be expected. In the hospital settings where these devices are used, the standard clinical practice is to cover wounds with appropriate barrier dressings to facilitate healing to further reduce the risk of fecal contamination. No other patient/ event details are known at this time. A return sample for evaluation is not expected.